Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also stated that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.